Manufacturer narrative:
Based on the claim against the product by the customer physical damage on the instrument, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed and the following additional information was provided. The image shows the instrument tip with obvious damage, detachment the blade, and product information. No conclusive determination can be made based on this analysis alone. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the harmonic ace instrument broke and a piece fell inside the patient. The entire piece was retrieved. The user completed the procedure using another instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no issue was identified. The instrument initially worked and the issue was observed intraoperatively. There was no incidence of instrument collision with a hard object or another instrument. The entire fragment was retrieved. A test was conducted to locate for possible remaining fragments and no remaining fragment was confirmed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.23" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additionally, further inspection identified teflon pad damage on the clamp arm with a missing material. The known cause of these issues are attributed to mishandling and misuse. The information gathered indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.